Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
On (B)(6) 2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another MFR, the attorney alleges that the pt developed a fever, chills, nausea, vomiting, stomach pain, kidney pain, weakness, dizziness, shortness of breath, and muscle aches after administration of the monoject prefill tm 100u/ml heparin lock flush syringe 3 ml, reference number (B)(4), which had been administered to the pt on various occasions from 2007 to 2008.